Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, this was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, a balloon aortic valvuloplasty was performed prior to implantation. No issues were encountered during insertion of the delivery system through the sheath or during valve alignment. However, during valve deployment, the valve was only partially expanded (approximately 30%) due to a pinhole leak in the delivery system balloon, with slight asymmetrical inflation. This resulted in pressure loss and the presence of blood in the atrion inflation device. The delivery system was withdrawn without difficulty. Given the risk of ventricular embolization, a second safari wire and true balloon were used to reposition the partially expanded valve into the ascending aorta. It was then decided to fully deploy the valve in the descending aorta. A new delivery system and valve were subsequently used to complete the implantation in the native valve position. The patient was intubated, remained in stable condition, and was transferred to the ICU. Per procedural video evaluation, it was observed that the valve was not centered between the alignment markers and deployed.

Manufacturer narrative:
Updated section h6-type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was retained by the facility. The provided imagery was evaluated and revealed the following: crimped valve appears not centered between the alignment markers prior to deployment. Valve frame was asymmetrically expanded (inflow greater than outflow) in the aortic position. Leakage was noted in the proximal balloon shoulder of the commander delivery system. The complaint for valve not between alignment markers and deployed and balloon leak was confirmed based on the evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Fluoroscopy imagery shows that the thv was not fully aligned between the inflation balloon markers. Therefore, the valve was initially deployed asymmetrically, with expansion occurring only on the distal side. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that use error may have contributed to the valve not being between the alignment markers and deployed. In this case, per imagery provided, it could be observed that the valve was positioned over the proximal balloon inflation marker. In addition, provided information indicated presence of calcification within patient's annulus. Per provided imagery, leakage was noted though a pinhole near proximal shoulder of balloon. The balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper valve alignment technique (valve aligned too proximally), resulting in thv being asymmetrically expanded, which could have contributed to the frame interacting with the balloon material during inflation. As such, available information suggests that procedural factors (incomplete valve alignment) may have contributed to the balloon leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.